Manufacturer narrative:
Patient identifier is (B)(6). Date of symptom onset for the post-operative infection is unknown. This report is for one (1) unknown 7.3mm cannulated conical screw. Without a valid part and lot number, the UDI is not available. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented with an infection of the bone that had developed on an unknown date near hardware that was originally implanted on (B)(6) 2013. The patient¿s bone had reportedly healed, so the surgeon decided to remove the hardware. The patient returned to the operating room on (B)(6) 2016 for this hardware removal. The surgeon explanted a 4.5mm locking compression (lcp) curved condylar plate, four (4) 4.5mm cortex screws, one (1) 7.3mm cannulated conical screw, and five (5) 5.0mm cannulated locking screws. All of the hardware from the distal and mid-shaft femur was removed intact. The patient was then treated with antibiotics for the infection. The procedure was completed successfully with a great patient outcome. This report is for one (1) unknown 7.3mm cannulated conical screw. This report is 3 of 4 for (B)(4).